Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Unable to determine root cause. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned to manufacturer .

Event description:
It was reported that a mac 1900 catheter broke inside a (B)(6), premature baby in the nicu. Xrays of the patient allegedly verified that a piece of the mac 1900 catheter was in the patient's lungs. It was reported that the patient expired on an unknown date of causes that were not made available to halyard health. Following the patient's death, the hospital allegedly retrieved a 12cm piece of the tube from the patient's lungs. The device had been in place an unknown length of time and was alleged to have been placed by an experienced user. The hospital reports that the et tube had been cut to fit the y-adaptor, though they did not know if the catheter was already attached to the et tube when it was cut. Additional information has been requested but not yet received.

Manufacturer narrative:
Information was received via mw5061496 on 10 may 2016. At that time, it was believed that the event reported in mw5061496 was a new event, and a complaint ((B)(4)) was initiated, and reported under MFR# 8030647-2016-00113 on 6 jun 2016. On 2 aug 2016 a second report, (B)(4) was located in the maude database, and was initially believed to correspond to the event in (B)(4). Upon further review of both mw5061496 and (B)(4) it was determined that (B)(4) was a duplicate of (B)(4). (B)(4) was opened in error. This report has been filed to update and correct the report with the information previously reported in the report from the duplicate complaint, MFR# 8030647-2016-00113 ((B)(4)). Both (B)(4) reported the lot number m53485r02, which is not a valid halyard lot number. It is likely that this was a typo, and the actual lot number from the event is m5348t402. Lot number and manufacture date have been updated with the relevant information for lot m5348t402. The device history record for m5348t402 was reviewed and the product was produced according to product specifications. Correction: date of event updated to (B)(6) 2016. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Per additional information received, the catheter break occurred while administering medication through the endotracheal tube. The medication being administered was beractant.

Manufacturer narrative:
As the sample was not returned, the evaluation was limited to the information gathered in during the conference with the clinicians. The catheter shaft at the 12cm length has no features that would cause the catheter to potentially detach at this point. There are no product features between this point and the patient airway that could sever the catheter. If the catheter had not been fully retracted from the airway and the et tube was cut, the catheter shaft would be cut in addition to the et tube. The severed portion of the catheter would then be free to be aspirated into the patient upon resumption of ventilation. A review of the conversation with the clinicians indicated that they had trimmed the et tube. Exploration of the potential that the catheter was still inserted yielded no conclusive evidence that the catheter was retracted, in place, or not retracted from the artificial airway. Given that a portion of the catheter was found in the patient airway, it is evident that the closed suction system was in place on the patient airway. Given that there is no feature on the product that would fail at the point indicated and that the clinicians indicated that the et tube had been cut, it is our conclusion that the catheter was inserted in the airway at the time the et tube was cut. This is a recognized hazard with the closed suction catheter, and there is a warning statement on the IFU indicating that the catheter must be fully retracted prior to cutting the et tube which states: "do not trim or cut the endotracheal tube (not supplied) while the halyard* multi-access catheter is attached, otherwise the catheter may also be cut and that portion of the catheter may be aspirated into the lower respiratory tract of the patient and may cause death or serious injury." We deem this to be a clinical error covered in the current IFU and fmea, so no further investigation is required. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).